Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0300042. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub and had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that syringe would not draw up insulin and the thumb press sticks within the plunger cap. Also reported needle hub separates and there is a large void of air in insulin in the syringe. Consumer reported found a few syringes that would not draw up insulin. Able to place air in vial. Consumer reported thumb press sticks within the plunger cap consumer reported when removed the needle shield, needle hub assemble sticks in the needle shield consumer reported getting large void/bubble within the insulin while drawing up their insulin. Lot # 0300042a; catalog# 328512. Date of event unknown - just this box not all the syringe. Sample status discard - sending mailing kit for unopened packet from this box.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub and had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that syringe would not draw up insulin and the thumb press sticks within the plunger cap. Also reported needle hub separates and there is a large void of air in insulin in the syringe. Verbatim: consumer reported found a few syringes that would not draw up insulin. Able to to place air in vial. Consumer reported thumb press sticks within the plunger cap consumer reported when removed the needle shield, needle hub assemble sticks in the needle shield consumer reported getting large void/bubble within the insulin while drawing up their insulin. Lot # 0300042a. Catalog# 328512. Date of event unknown - just this box not all the syringe. Sample status discard - sending mailing kit for unopened packet from this box.."